Event description:
While a plv 100 ventilator was being used by a pt, it was observed that there was no low pressure alarm and no high pressure alarm. The unit was immediately sent for repair. No pt injury was reported.